Manufacturer narrative:
Concomitant medical products: catheter: model: 8627l18 das-syn el, (B)(4), implant date: 2000 (B)(6), explant date: 2011 (B)(6); catheter: model: 8709 accessory kit, lot #: l78422, implant date: 2000 (B)(6), explant date: unk.

Event description:
It was reported that during a replacement surgery the silicone piece from the cap (catheter access port) ripped off when the surgeon pulled off the cap. Per the reporter patient did not experience any symptoms before the procedure or after the procedure. Patient was doing fine following replacement. The drug in the pump is lioresal 2000mcg/ml at a daily dose of 350.2 mcg.